Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead exhibited increased threshold measurements and impedance measurements of 1891 ohms. No adverse patient effects were noted.